Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was unknown at time of incident. The customer feel ok to troubleshooting. The customer was treated with insulin drip. The customer stated that there was no symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.